Event description:
The IV catheter has a small port near the cannula that is connected to tubing with a dual port. That tubing is supposed to be permanently attached inside the small port near the cannula. For the IV catheter in question, the tubing was unattached and outside the small port. After successfully inserting the IV catheter and withdrawing the needle, blood oozed out from the small port. The IV catheter needed to be removed.